Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and cleaned the reader camera diffuser panel and checked all reader camera adjustments. The fe generated a new reference image and performed adjustments. The customer ran qc with satisfactory results. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
The customer reports that the ortho provue missed an antibody that was detected as a weak +1 positive in manual gel. Incorrect results were reported. In this case the patient was transferred from another facility that alerted the customer that the patient had a diagnosis of "warm auto-reactive antibody" with all crossmatches incompatible. There was no transfusion of incompatible blood to the patient. There was no harm to the patient.